Event description:
Treatment of an avm (arteriovenous malformation) at the aca (anterior cerebral artery). The patient had narrow and tortuous vessels. On (B)(6) 2014, the patient underwent onyx embolization treatment. During the onyx injection, it was reported the physician noticed some radiopaque material was occluding the vessel to the mca (middle cerebral artery). Contrast imaging from the ica (internal carotid artery) revealed that two mca (m2) branches were occluded by the onyx. An attempt was made to eliminate the onyx by using a penumbra 3 max with adapt (a direct aspiration first pass technique), but without success. The onyx was successfully removed with a solitaire device. No patient injury was reported as a result of the procedure. Same event as MDR# 2029214-2014-00244.

Manufacturer narrative:
The marathon catheter was returned with an empty onyx syringe attached to it. The catheter was found to be ruptured at approximately 22.5cm from the distal tip due to what appears to be over-pressurization as a result of an occlusion (i.e. Solidified onyx / kink) within the catheter resulting in pressures exceeding the limits of the catheter. Catheter rupture. (B)(4).